Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on available information, the reported positioning failure of leaflet grasping appears to be related challenging patient anatomy (due to septal tethering). The reported difficulty removing the cds from the sgc appears to be related user techniques. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a second triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 and tethered septal leaflet. A triclip xtw ((B)(6)) was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and difficulties grasping the leaflets occurred. A grasp was ultimately achieved. However, the tr was unable to be reduced. Therefore, a decision was made to remove the clip. However, while removing the clip, the clip became stuck on the steerable guide catheter (sgc). An attempt was made to advance the clip, but it could not be moved forward. The grippers were raised and reattempted to remove the cds from the gsc, but the clip was unable to disengage from the sgc. Additional minus was applied to the guide, and the clip was ultimately able to be retracted into the sgc. The clip and sgc were removed from the patient. However, it was observed that the sgc had a torn soft tip. There were no adverse patient effects and no clinically significant delay in the procedure.